Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Attempts have been made to gather all product identification information and no further information has been provided. The reported event was not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported from legal that the patient underwent a right knee arthroplasty revision to address pain, discomfort and reduced function approximately three (3) years post-operatively. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and information. The following sections were updated: b4, g3, g6, h2, h11. The following sections were corrected: b3, b5, d6a, d6b. The root cause remains undetermined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from legal that a patient had a right knee arthroplasty. Subsequently, the patient was revised approximately 10 months post op due to pain/discomfort and reduced function.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2; b2; b4; b5; d6a; d6b; g3; g6; h1; h2; h6. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported from legal that a patient had a right knee arthroplasty performed. Subsequently, a legal claim has been made due to unknown reasons, however, the claim states patient suffered severe injury. It was reported that no further information is available at this time.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in ireland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.